Event description:
It was reported the pt underwent fusion surgery at l3-s1 approx three years ago. The pt had revision surgery to extend fusion to the level above at l2 in (B) (6) 2009. During revision surgery, the tip of the driver broke off while the surgeon was tightening the set screw. The tip was retrieved. The hosp discarded the tip. No pt complications were noted.

Manufacturer narrative:
(B) (4). The driver was returned for eval. Visual and optical examination confirmed the fracture. The fracture surface looks fairly brittle with no apparent indication of detectable material flow. Torsion marks were clearly visible on the fracture surface pointing to the torsion direction of the shaft. The part broke due to excessive torque loading. A review of the device history records did not identify any applicable nonconformance to specification.